Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed may 19, 2014.

Event description:
Per the clinic, the patient experienced skin problems around implant side resulting in the extrusion of the receiver/stimulator unit. The patient was hospitalized (date not reported) for skin flap treatment; however, the issue could not be resolved. It is unclear if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed june 13, 2014.